Event description:
It was reported that the device suffered a cracked barrel clamp and housing. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced crack barrel clamp, front cover, left handle, right handle, front cover, rear door and lock label. Broken rear door and flange gripper retainer, discolored flange gripper, contaminated wiper seal, corroded right iui. Based on the findings, service determined that the probable root cause of the reported issue was due to the wear of the barrel clamp assy. A review of the device history record for sn: (B)(6) was performed, which showed the device had a manufacture date of 14mar2008 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device suffered a cracked barrel clamp and housing. No additional information was provided. There was no patient involvement.